Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report # 3005099803-2008-3396 for a description of the other device. It was reported to boston scientific corporation that during a percutaneous nephrolithotomy procedure, the probe broke in half inside the scope. The scope was pulled out of the patient with the probe inside of it. They used a second probe and that also broke in half inside the scope. The procedure was completed with a third probe, with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture date and expiration date cannot be determined. Customer complaint confirmed. The probe is broken in half. The investigation determined the probe breakage is caused by a side load being applied to the probe when energized. The side load causes the probe to contact the introducer and break.